Event description:
It was reported that the subject stent implantation procedure was carried out successfully. During follow up patient presents with severe stenosis evidenced on computed tomography (CT) angiography. No other information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device were long sheath, distal access catheter, microcatheter, guidewire, flow diverter. There was no patient involvement (i.e. The device was not in use on the patient at the time of the event). As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported event ¿patient parent vessel stenosis¿.

Event description:
It was reported that the subject stent implantation procedure was carried out successfully. During follow up patient presents with severe stenosis evidenced on computed tomography (CT) angiography. No other information is available.